Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately low compared to her feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2015 at approximately 10pm in the evening, when readings of ¿70, 23, 23, 25 and 23mg/dl¿ were obtained using the subject device. The patient stated that she manages her diabetes using an insulin pump and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported experiencing symptoms of ¿felt like passing out¿ approximately 5-10 minutes after the alleged issue began. The patient reported visiting the emergency services on (B)(6) 2015 at approximately 10pm where her blood glucose was measured using a hospital/ER meter although she stated she could not remember the result. The patient reported receiving treatment of IV fluids by an hcp on (B)(6) 2015 at approximately 10pm in response to the reported issue. At the time of troubleshooting the csr noted that the meter was set to the correct unit of measure, an approved sample site was being used and the test strips were not expired. The csr noted that the patient did not have control solution so was unable to walk through a re-test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (03/28/2015). The patient¿s meter has been returned on 3/5/2015 and evaluated by lifescan product analysis on 3/17/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.